Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the clip scissored and then the next clip dropped from the device felling into the patient. Graspers were used to retrieve the clip. Another device was pulled and complete the procedure with no patient consequence.